Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity was reported. The reported device deformity could not be replicated in a testing environment due to the returned conditions of the device (broken wire). Additionally, it was observed that nitinol wire was fracture/broken. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. A cause for the observed fracture nitinol wire could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 16-14mm amplatzer pda occluder was selected for implant on (B)(6) 2024 using a non-abbott 07f delivery sheath (2.3mm diameter). During implant the device took on a cobra shape. The device was not released from the delivery cable. The device was removed from the patient, and the procedure was postponed. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays during the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.